Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Additionally, it was reported that the cartridge was leaking. Reportedly, the customer was able to load a new cartridge, clear the alarm, and resume insulin therapy to address the issue. Customer's blood glucose level was 323 mg/dl.